Manufacturer narrative:
The received device had the cannula assembly fully deployed. No issues were observed with the soft cannula that would contribute to the soft cannula becoming dislodged. A root cause for the reported dislodged cannula could not be determined. No damages, tears, or leaks were found in the fluid path. No problems were found with the pod during the investigation that would cause fluid leaking during wear. The pod was received with no evidence of blood on the adhesive pad. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. No problem was found. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.4 operating system: 18.6 hardware: iphone14.3 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod between 24 and 36 hours. The pod reportedly was coming loose from the infusion site on the abdomen, causing the cannula to dislodge. Insulin leaking during wear and bruising around the infusion site were also reported.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. No issues were observed with the soft cannula that would contribute to the soft cannula becoming dislodged. A root cause for the reported dislodged cannula could not be determined. No damages, tears, or leaks were found in the fluid path. No problems were found with the pod during the investigation that would cause fluid leaking during wear. The pod was received with no evidence of blood on the adhesive pad. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. No problem was found.